Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), product type: lead; product ID: 977a260, serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the customer discarded the devices and the patient weight was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# / serial# (B)(4) , product type: lead. Product ID: 977a260, lot# /serial# (B)(4) , product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) , ubd: 04-dec-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4) , ubd: 28-oct-2024, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that rep states he had a new implant case today and thought that emi may have been causing problems during the procedure. Caller states he was trying the connectivity test with both leads attached to the ins and was getting red contacts being displayed. Caller states after cleaning the leads, one side showed all green but the other lead side (other port) was showing consistent red contacts during connectivity check. Caller states they removed and placed two leads from this port until settling on the readings of the third lead. Caller states once they got the pt to pacu, the connectivity check and impedance tests showed good results. No symptoms/patient complications reported.